Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that they had one patient who had a 3fr provena PICC placed by ir on (B)(6) in the right cephalic vein. On (B)(6), the catheter presented with complete occlusion, unable to instill tpa. The catheter position adjusted by ir at bedside with blood return. Subsequent fluoroscopy study done. Per report, there may be a positional aspect to this catheter with intermittent kinking in the shoulder area. Initially a kink or bend was observed under fluoroscopy which resolved spontaneously as the patient was rolled from side to side. It was stated that occlusion issues persisted and the PICC was removed on (B)(6).